Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, while stapling the stomach, the surgeon was able to press the green button but could not squeeze the handle. The device was not able to be fired. Surgeon replaced the device. No patient injury.